Event description:
It was reported that during an unk procedure, there was a noise that sounds like something crashed when the volume is up. The volume sound is not clear. It is unk how the case was completed. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the dc motor adaptor. Part replaced that was unrelated to the customer complaint was the wire harness speaker. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.